Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17426. The patient received 2 scs anchors with the same lot number. The patient reported she is experiencing discomfort/pain at her scs ipg pocket site due to her ipg migrating. The patient also reported she is unable to establish communication with her scs ipg using both her original and replacement charging systems due to the new position of the ipg. Follow-up identified the patient lost a significant amount of weight which resulted in the ipg migration and discomfort/pain. Subsequently, the scs ipg pocket site was relocated. Additionally, the physician decided to explant and replace the scs ipg due to the patient's recharge burden (high due to program parameters). Moreover, the scs anchors were explanted due to discomfort. The patient was receiving effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.